Event description:
A caller reported having an unspecified issue with filling the cartridge. There was no adverse impact on the customer's blood glucose level. To address the problem, the customer loaded a new cartridge, and technical support assisted by walking him through the loading steps, which resolved the issue. The customer successfully resumed insulin use, and no further assistance was required.